Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd needle filter blunt fill 18x1-1/2 the perforation prevented proper opening of the packaging. There was no report of patient impact. The following information was provided by the initial reporter: the customer informs that several eaches in a box of blunt fill needle with filter have an issue with the gluing of the package. The edges of the packet are glued all the way, so that it is impossible to open the package in a sterile manner.

Event description:
It was reported while using bd needle filter blunt fill 18x1-1/2 the perforation prevented proper opening of the packaging. There was no report of patient impact. The following information was provided by the initial reporter: the customer informs that several each in a box of blunt fill needle with filter have an issue with the gluing of the package. The edges of the packet are glued all the way, so that it is impossible to open the package in a sterile manner.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 21-jul-2022. : investigation summary it was reported the edges of the packaging blisters are glued all the way. To aid in the investigation, twenty-one samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed and the bottom top web tab is sealed to the top web in eleven samples. No other defects or imperfections were observed. This defect could occur if the sealing head or gasket became misaligned inducing the symptom reported. A device history record review was completed for provided material number 305211, lot number 1273793. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the packaging process was performed. The settings were correct, and the alignment of the sealing head and gasket were good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.